Event description:
During product eval, the pump was identified as having depleted main batteries. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.